Event description:
The reporter stated that he did back to back testing, within 10 minutes, using different finger sticks. He stated that the results were 35 and 45 mg/dl. He did not have any symptoms. On followup, using new control solution and test strips, his tests were within range. He reported that he now gets readings in the low 100's.